Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. The patient completed a patient information verification form and submitted it to boston scientific. The form provided the icm device had been explanted. The patient also reported they believe it was implanted incorrectly. Additional information from the boston scientific representative confirmed the icm device had been explanted. The boston scientific representative advised the device was explanted because the implant location was not optimal, and this was causing the patient discomfort. No other devices have been implanted at this time. Device is not expected to be returned. No additional adverse patient effects were reported.